Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female (B)(6) patient who underwent a primary breast augmentation procedure with an unspecified saline breast prosthesis developed capsular contracture (baker grade unknown) in one of her breasts post implantation. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2005.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female caucasian patient who underwent a primary breast augmentation procedure with an unspecified saline breast prosthesis developed capsular contracture (baker grade unknown) in one of her breasts post implantation. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2005.